Event description:
Bilateral ultrasound indicated rupture, left side.

Manufacturer narrative:
Sientra complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Sientra complaint #: (B)(4). Sientra received the suspected device from the customer and performed a failure analysis. The device was returned with a shell failure and moderate yellowing of the gel. The cross section was analyzed using optical microscopy. No distinguishing features were observed. The cause of the rupture is local stress of unknown origin. The device measured 302 (%) for ultimate elongation and 3.9 (lbf) for ultimate break force. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.